Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml and needle separated. The following information was provided by the initial reporter: patient who came in today for an injection of canakinumab 300 mg. No problem during the preparation. At the time of the injection, patient was pricked but at the time of injecting the product, the needle and syringe became misaligned, the product was not injected, the face of the ide was sprayed by the product.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1908135. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no signs of defect were observed. Per the provided feedback, this issue may have resulted from an ineffective luer slip fitting between the needle and the syringe tip, defective luer dimensions, or any product damage. At this time, an exact cause related to the manufacturing process could not be determined of this incident.

Event description:
It was reported that syringe s2 10ml and needle separated. The following information was provided by the initial reporter: patient who came in today for an injection of canakinumab 300 mg. No problem during the preparation. At the time of the injection, patient was pricked but at the time of injecting the product, the needle and syringe became misaligned, the product was not injected, the face of the ide was sprayed by the product.